Event description:
Patient implanted on an unknown date with plate and screws was admitted to facility for palsy and complaint of painful hardware of the left elbow. As per operative report: surgeon pre op diagnosis is painful hardware of elbow with ulnar nerve palsy. Intra op per surgeon noted previous posterior incision was opened up all the way down to the hardware and the medial side of the hardware was removed and noted to be impinging on the ulnar nerve: sub muscular ulnar nerve transposition hardware removed on (B)(6) 2012. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.